Manufacturer narrative:
The reported events were for lead dislodgement, high capture thresholds, and poor atrial sensing. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. The reported events for high capture thresholds and poor atrial sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-39293. It was reported that the patient presented in clinic. Device interrogation revealed post paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD), and high capture thresholds and poor atrial sensing on the atrial lead due to dislodgement. An x-ray was performed to confirm dislodgement and no lead slack was observed. Programming changes were performed to addressed the pptwos. The physician elected to explant and replace the atrial lead. The patient condition was stable.